Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had blank display. The customer's blood glucose level was 230 mg/dl. The customer stated that she woke up with a blank screen, she pressed act button twice and the screen turned back on. The insulin pump was turning blank back and forth. She was assisted in troubleshooting. The customer also reported that there was a crack in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with cracked battery tube threads. (B)(4).